Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was deployed; however, the first flange did not expand. The stent was removed from the patient partially deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.